Manufacturer narrative:
Section e reporting institution phone #: (B)(6). Section e reporter phone #: (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that caregroup pop up alarms were not working. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A philips technical consultant (tc) reached out to the customer to resolve the issue. The tc checked the customers caregroup configurations. The tc provided the customer with information on there caregroup configurations and then stated that there was no specific example of an alarm failure. The tc requested an example of the alarm failure that was reported however no further information was received and the case was subsequently closed. There is insufficient information to rule out a product malfunction. The tc asked for the customer to provide an example of the reported behavior but the customer did not provide any information therefor the issue could not be investigated further. The device remains on site an in use. H3 other text : see h10.